Manufacturer narrative:
Lot #: suspected lots 803370 and 803349. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white plastic particulate that possibly originated from an unspecified exactamix inlet was observed in the final solution. This was observed during compounding of parenteral nutrition using an em2400 compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a particle only was received for evaluation. Received only a small capped clear glass bottle. No baxter product was received. Unaided eye visual inspection was done under normal room conditions which observed a loose white particle inside the bottle. Upon visual inspection along with magnification the white particle appeared to be polymeric and approximately 1.00 square millimeters in size possibly of abs material (acrylonitrile butadiene styrene). The reported condition of particle was verified. A cause of the particle was not identified during analysis because no sample was received and the source of the particle matter could not be determined. Based on the particle appearing to be of abs material it is likely from the materials used in manufacturing the product. A batch review was conducted on the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.